Event description:
It was reported that the bd alaris syringe module syringe administration set experienced component separation and leakage. The following information was provided by the initial reporter: "disc popped when pushed med."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. No product or photo was returned by the customer. The customer complaint of disc popping out when infusing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10014914 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.